Event description:
It was reported that the customer experienced high blood glucose levels. The customer's blood glucose was 558 mg/dl. The customer treated herself with a manual injection. Troubleshooting was done. The customer expressed feeling dizzy and stomach pain at the time of the call. The customer stated that she went to the hospital to be treated for dehydration and was advised to use another insulin pump. The customer further stated that after she began feeling sick, she removed the reservoir from the insulin pump and found that insulin was pouring out. The leak occurred the day prior and while the reservoir was in the insulin pump. The customer confirmed fluid in the reservoir compartment. The customer also confirmed that the leak was past the second o-ring. Advised customer of possible causes of the leak. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.